Event description:
It was reported that the lead insulation was abraded. An increase in impedance and thresholds was noted. The lead remained implanted and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.